Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem clinical support (clss) and reportedly, the customer had been using the same cartridge and trusteel infusion set for over 2 days on the mobi pump. Clss informed customer that the cartridge and trusteel infusion is indicated for use with the mobi pump for 2 days. Customer changed the pump supplies and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.